Event description:
Vemtilator shut itself down and went inoperative. The pt was bagged manually and a new ventilator obtained. The ventilator was tested extensively by the biomed department. It is most likely that the ventilator failure was due to exposure to a cellular phone or radio.